Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01066. Related manufacturer reference number: 3006705815-2020-01068. It was reported that the patient has been hospitalized the day after implant with pneumonia. The patient passed away on (B)(6) 2020. The physician did not indicate that the patient¿s death is related to the product of procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.